Event description:
On (B)(6) 2024 a patient underwent a posterior fixation procedure on unknown levels of the spine. During the procedure when the resident was completing final torqueing the distal tip of the engaged device fractured off in the engaged lock screw. It was reported that there was some anatomical challenges as there was a good amount of patient tissue and they were unsure if the driver was fully seated in the cap before torqueing. The fractured portion was unable to be retrieved from the patient and was left in situ per the surgeons prerogative.

Manufacturer narrative:
No devices were returned for evaluation and no radiographs or photographs were provided so the complaint could not be confirmed. No lot number was provided so a manufacturing review was not able to be completed nor could the age of the device be determined. No information was provided related to torque handle utilized during the case or whether the surgeon chose to use hand tightening. The root cause of the tip fracture was unable to be determined as a result of insufficient information, however review of similar events identified excessive torque from either hand tightening or excessive torque from out of spec torque handle and, excessive use age /wear fatigue or poor handling and technique as the likely cause or a contributors to the tip fracture. The fractured tip was lodged in the screw head and not a concern for migration and the stainless steel materials that were unretrieved in this event can be considered to exert very low toxicity potential and to pose negligible risk to the patient. No additional investigation can be completed. Labeling review: "warnings, cautions and precautions: the implantation of spinal systems should be performed only by experienced spinal surgeons with specific training in the use of this spinal system because this is a technically demanding procedure presenting a risk of serious injury to the patient ." "Do not implant the instruments: complications to the patient may include, but are not limited to: breakage of the device, which could make necessary removal difficult or sometimes impossible, with possible consequences of late infection and migration. Breakage could cause injury to the patient." "Pre-operative warnings: the method of use for the instruments are to be determined by the user¿s experience and training in surgical procedures. The instruments should be treated as any precision instrument and should be carefully placed on trays, cleaned after each use, and stored, according to generally accepted hospital methods and practices. The instruments should be carefully examined prior to use for functionality, excessive wear, or damage. A damaged instrument should not be used as this may increase the risk of malfunction and potential patient injury. Care should be used during surgical procedures to prevent damage to the devices and injury to the patient." "Intra-operative warnings: the physician should take precautions against putting undue stress on the spinal area with instruments. Any surgical technique should be carefully followed. It is important that the surgeon exercise extreme caution when working in close proximity to vital organs, nerves, or vessels, and that the force applied to the instrumentation is not excessive, to prevent potential injury to the patient. Over-bending, notching, striking, and/or scratching of implants with any instrument should be avoided to reduce the risk of breakage. The physical characteristics required for many instruments do not permit them to be manufactured from implantable materials. If any broken fragments of instruments remain in the body of a patient, they could cause allergic reactions or infections. If an instrument breaks in surgery and fragments go into the patient, these pieces should be removed prior to closure and should not be implanted."